Manufacturer narrative:
This report is submitted on november 29, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to overstimulation. It is unknown if there are plans to reimplant the patient as of the date of this report.